Event description:
It was reported that following heparin programming errors that have occurred the customer requested the following product enhancements. Customer is requesting capability of only having one option available (dose or rate) for inputting information on device for manual programming of infusions. Customer is also requesting capability for device to lock out programming parameters corresponding with ml/hr with applicable guardrails as well as a request for device to have capability of addition of timer functionality to aid in management of drips/protocols. No patient event details were given. There was patient involvement but no harm. Although additional details were requested, none was provided.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.